Event description:
The pt was revised because of pain, hemi to total. The version on the stem was slightly off.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Provided info states the pt was revised due to pain; went from a hemi to a total. The version on the stem was slightly off. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.